Event description:
Physician reported right side explant of scaffold and tissue expander, without replacement due to infection. Patient is in the (B)(4) study.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."